Event description:
It was reported a patient underwent a right hip reduction approximately six months post implantation due to a dislocation. Further details are unknown however, on the five-year follow-up the patient was doing well with no pain or limitations and was satisfied with their joint. All the initial products remained implanted. No further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 00801804001 / femoral head sterile product do not resterilize 12/14 taper / lot #: 62180224. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient experienced a right hip dislocation approximately six months post implantation which was corrected with a closed reduction. The patient was satisfied with their hip at the 5 year follow up. This complaint was confirmed based on the provided medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.